Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: the pump's black box showed evidence of short battery life along with voltage drops and battery alarms. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. The pump passed a leak test. There was no evidence of additional moisture or loose components inside pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.